Event description:
Patient with known coronary artery disease (cad) and 99% calcified right coronary artery (rca) - elective percutaneous coronary intervention (pci) of proximal rca lesion. Going as planned with initial first pass of rota thru our 8 fr guiding system, successfully documenting an improved lumen. When we upsized our burr, our rotablator advanced past the lesion and was not able to dynaglyde back into our guide. Patient to the or for coronary artery bypass graft (CABG).